Event description:
Ptca, insertion of coronary stent, right heart angio. Perclose. Large hematoma post catheterization 3 weeks after procedure. Admitted to hosp with c/o fever, malaise, rt groin pain. Transferred to reporting facility for repair of femoral artery pseudoaneurysm. To operating room for repair.